Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reby1984 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was inserted on (B)(6) 2018. During the 12 days the PICC resided inside of the patient, there were multiple instances where the PICC would not flush or aspirate. The nurses stated that ¿the PICC was ¿positional,¿ it would sometimes work and sometimes would not.¿ the PICC was removed on (B)(6) 2018 because the patient was discharged. No kinks were visible in PICC upon examination post removal. There was no reported patient injury, however the patient had to have a piv inserted for testing and blood administration due to non-functioning PICC. The patient also received their medication late due to the non-functioning PICC.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the catheter was difficult to flush was confirmed and it appeared that the catheter was kinked during use. One 5 fr t/l powerpicc provena solo was returned for investigation. The catheter was received in two segments. The catheter had been cut at an angle near the 30cm depth mark. The distal catheter segment extended to the 39cm depth mark. The 0, 1, and 5-11 cm depth marks were partially worn from the tubing. The t/l tubing exhibited semi-circumferential creases 3mm proximal to the 9cm depth mark, 1mm distal to the 12cm depth mark, and 3mm distal to the 13cm depth mark. A functional test revealed that the catheter lumens were patent to infusion; however, the flow rate was restricted when the catheter was kinked at the creases. Due to the condition of the complaint sample, it appeared that the kinks developed during use. The product IFU cautions, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of reby1984 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was inserted on (B)(6) 2018. During the 12 days the PICC resided inside of the patient, there were multiple instances where the PICC would not flush or aspirate. The nurses stated that ¿the PICC was ¿positional,¿ it would sometimes work and sometimes would not.¿ the PICC was removed on (B)(6) 2018 because the patient was discharged. No kinks were visible in PICC upon examination post removal. There was no reported patient injury, however the patient had to have a piv inserted for testing and blood administration due to non-functioning PICC. The patient also received their medication late due to the non-functioning PICC.